Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was broken on two locations and the shaft was stretched. Multiple kinks were also noted along the length of the catheter. The guide wire was found stretched and unraveled. Functional analysis could not be performed due to the condition of the device. The noted defects likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the small intestine during a double balloon enteroscopy procedure performed on (B)(6) 2015. According to the complainant, once the procedure was complete, there was a small amount of water left inside the balloon after it was deflated. Additionally, they experienced difficulty when they attempted to remove the balloon from the endoscope. The device became stuck in the endoscope as it was in a torqued position and as a result the catheter shaft broke. No part of the device detached inside the patient. The technician pulled out the catheter while the physician and the nurse held the endoscope to maintain the endoscope position. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the small intestine during a double balloon enteroscopy procedure performed on (B)(6) 2015. According to the complainant, once the procedure was complete, there was a small amount of water left inside the balloon after it was deflated. Additionally, they experienced difficulty when they attempted to remove the balloon from the endoscope. The device became stuck in the endoscope as it was in a torqued position and as a result the catheter shaft broke. No part of the device detached inside the patient. The technician pulled out the catheter while the physician and the nurse held the endoscope to maintain the endoscope position. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of balloon deflation failed. Reported event of catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.